Event description:
Related manufacturer reference number: 3006705815-2022-15531. It was reported the patient experienced pain at the lead site. In turn, the leads were removed on (B)(6) 2022. During the removal, there were signs of infection present. Patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. The patient was prescribed antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.